Manufacturer narrative:
Patient reported prolonged wound healing. The sensor was inserted on (B)(6) 2025 and by the time this event was made aware, it had already been 42 days. Steri-strips were removed. Per patient, a crust forms periodically on the incision site but never fully heals. The wound re-opens and oozes whenever the user tries to place the transmitter. The patient consulted hcp who thought it could be due to location where the sensor is inserted. The sensor is inserted at the top of the upper arm, close to the shoulder, which is higher than usual insertion area. Since the incision area was very sensitive and the patient couldn't apply a bandage because of reaction, the patient expressed willingness to have the sensor removed and replaced. The patient would make an appointment for re-insertion. No further information is available for this complaint. Delayed wound healing is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects".

Event description:
Senseonics was made aware of an incident where the patient experienced prolonged wound healing. The sensor was inserted on (B)(6) 2025 and even after 42 days, it was not healed completely. The patient wants to have the sensor removed because of this issue.